Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed a lumwash and precision testing which passed within specification. Although the root cause of the event is unk, sample handling may be possible contributory causes to this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes in pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) regarding elevated accutni (troponin I) result in the risk stratification range for two pts. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The initial results were reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed a lumwash and precision testing which passed within specification. Although the root cause of the event is unk, sample handling may be possible contributory causes to this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes in pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) regarding elevated accutni (troponin I ) result in the risk stratification range for two pts. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The initial results were reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.